Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient's granddaughter stated last night during drain 2 the cycler received an air detected in cassette alarm. Patient ended treatment and did manuals. The nurse was informed. The patient's granddaughter stated fluid was leaking out of the cassette when she removed it from the cycler and the inside of the cassette door got wet. The cycler was replaced.